Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned since lead was failing. A new (B)(6) rv lead was placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).